Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture in the battery compartment. Reporter denied damage to the battery cap and the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 03/28/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 03/17/2016 with the following findings: during a visual inspection of the pump, moisture was observed behind the display lens and in the battery compartment. The battery compartment was observed to be cracked. The pump failed a leak test at the display lens. The pump was unable to power on during testing. The pump cover was opened and moisture corrosion was observed on the printed circuit board and on the power circuit. Moisture was found throughout the pump.